Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during postoperative programming after the patient's ipg replacement (reference MFR. Report: 1627487-2015-23614) lead diagnostics revealed multiple high impedances. The patient's existing lead was connected to the new ipg and the status of the patient's therapy prior to the procedure was unknown as the ipg was inoperable. Reprogramming was able to resolve the issue, however surgical intervention may be pending to further address the lead issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the scs system. The ipg was electively replaced to take advantage of newer technology. The patient is receiving effective stimulation, thus the issue has been resolved.